Event description:
A talent stent graft was implanted in the endovascular treatment of a 54mm aaa and a femoral to femoral bypass was also performed. Two years later the patient presented with severe abdominal pain, oliguria and early renal insufficiency due to progression of a type b aortic dissection. The type b dissection had developed six months previously. The intimal flap originated just distal to the origin of the left subclavian artery and extended to just above the stent-graft at that time. A cta performed at the current admission revealed the intimal flap of the dissection had to progressed to several cms below the most proximal part of the stent graft and had occluded the left renal artery. The most proximal ring of the stent-graft had collapsed and was broken. Dynamic images showed pulsatile flow in the false lumen which extended into the aneurysm sac. The blood flow to the patient¿s lower limbs was decreased as a result of the collapsed stent-graft. In addition pulsatile compression of the true lumen was seen, caused either by the flow in the false lumen or movement of the intimal tear. This probably caused decreased blood flow through the superior mesenteric artery (sma) and the aortic stent-graft. Since the patient had a celiac trunk stenosis and the inferior mesenteric artery had been overstented during the endovascular aneurysm repair 2 years earlier, the decreased blood flow in the sma might have caused hypoperfusion of the intestines and subsequent abdominal pain. The patient was treated with a non mdt stent graft to overstent the primary intimal year, a balloon expandable stent was deployed proximal in the talent stent graft to regain the original configuration. Following this procedure, the left renal artery regained its original configuration, renal function improved, and the abdominal pain disappeared. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; abdominal stent-graft collapse due to progression of a stanford type b dissection¿  van keulen, j, toorop r, de borst g, scharn d, prokop m, moll f, . Van herwaarden j  j endovasc ther 2009;16:752¿754 doi: 10.1583/09-2891.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H.6 e corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.